Event description:
Information received by medtronic indicated that the customer received an insulin flow block alarm and had a crack in the insulin pump. Troubleshooting was performed and the insulin flow block was resolved by disconnecting and reconnecting the infusion set and reservoir and the insulin pump was working as designed. It was also found that the top of the reservoir compartment was cracked and the retainer ring was damaged. The reservoir was able to lock in place when inserted into the pump. No harm requiring medical intervention was reported. The customer will discontinue the use of the pump and will be returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Pump was received with a partially broken retainer ring. Unable to do the , displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test. Due to the partially broken retainer ring. Unit passed the self-test. Unit successfully downloaded to thump. Pump was cut to perform visual inspection and found moisture damage on the pcba 1, pcba 2 and force sensor. Confirmed pump alarmed insulin flow blocked alarm on 02/10/2022 15:54:47.000 bolus in pump downloaded history. Unable to lock a test p-cap into the reservoir compartment due to partially broken retainer ring. The following were noted during visual inspection: corroded battery tube, reservoir tube cracked, battery tube threads - cracked, cracked case, scratched case, cracked keypad overlay, broken reservoir tube lip, stained keypad overlay, partially broken retainer, cracked case (battery tube), pillowing keypad overlay and keypad overlay texture damage. Unable to confirm unexpected insulin flow blocked alarm was not confirmed. Cosmetic damage was confirmed at the retainer ring. Partially broken retainer ring retainer ring was confirmed. Reservoir unable to lock into place was confirmed due to partially broken retainer ring. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.